Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. It was determined both of the patient's leads had migrated down one vertebrae, which caused the high impedances. X-ray confirmed lead migration. As a result, the scs leads were explanted and replaced with a penta lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that both of the patient's leads had migrated down one vertebrae, which caused the high impedances. The migrations were confirmed via x-ray.

Event description:
Reference manufacturer numbers: 3006705815-2021-04511. It was reported that the patient had high impedances on their scs leads that may have been caused by slight migration. In turn, the patient underwent surgical intervention wherein the scs leads were explanted and replaced with a penta lead. Since it is not known which device contributed to the issue, all possible devices are being reported on.